Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Couldn't duplicate the issue. Tested batteries and charging boards passed. Drove the system around and batteries hold charges. Checked error log and found the system was in stand alone for 20 minutes and that's why it was shutting itself down to save batteries. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system shut down unexpectedly. The system was removed from the operating room, and medtronic imaging was discontinued because of this issue. The patient was not affected by this issue, and the procedure was completed successfully. No additional details were provided.